Event description:
1 cut in half, or they just are not staying together?- l. Tampons [device breakage] case narrative: consumer reported via email that the tampon appeared to be cut in half. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.